Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: there was one unexplainable por event observed in the black box history. The returned battery cap secured to the pump and was used to complete the investigation. During evaluation, the returned battery cap was unscrewed half a turn and the pump rebooted. The battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was found to be cracked on the side, extending from the threads down to the case seal. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.